Event description:
Patient had arthroscopic surgery approximately 2 months ago. A recent x-ray showed evidence of foreign body in the poster lateral aspect of the knee. Foreign body was surgically removed four days after the xray that discovered the unintentionally retained foreign body. The foreign body was determined to be the shoe from the tip of the 70 degree 4mm arthroscope used during the initial procedure. The cause of the arthroscope shoe dislodgment from the tip is unknown. It was not known that the arthroscope shoe dislodged at the time of the initial procedure.